Event description:
It was reported that shortly after pocket closure the patient's right atrial (ra) lead dislodged. The pocket was reopened and the ra lead repositioned and it remains in use. Following the ra lead reposition, the patient's right ventricular (rv) lead had diminished sensing in the bipolar configuration. The position of the rv lead did not appear to have changed. The rv lead polarity was reprogrammed to unipolar where the sensing was improved and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.